Event description:
In 2008, the patient reported elevated blood glucose readings in the "400-500's" mg/dl range over the past few weeks with her target range being 150 mg/dl. Symptom was frequent urination and she bolused insulin through her infusion device to correct her readings. To troubleshoot, the patient was instructed to check the time, bolus history and basal rates on her infusion device and she confirmed they were accurate. The patient stated she was used "the same general area" for sites for the 6-8 years she has been on pump therapy and said her sites are irritated and painful. Site selection and management were discussed with the patient, and she was advised to consider using alternate sites. Due to a death in the family, the patient said she is having a "hard time focusing a lot" and is on a low dose antidepressant. A company representative visited with the patient and noticed air bubbles in the patient's tubing and assisted her in removing them. The patient stated she is concerned about basal delivery. She was advised to switch to her backup infusion device leaving all other accessories the same to see if her readings improved. The patient declined to do this at this time. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.